Manufacturer narrative:
(B)(4). Concomitant medical products: persona fixed articular surface ps, catalog # 42522600710, lot # 63133875. Persona stemmed tibial component, catalog # 42532007502, lot # 63365340. Persona all poly patella, catalog # 42540000032, lot # 63463162. Persona stem extension, catalog # 42557000114, lot # 63396726. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty two years ago. Subsequently, the patient was revised due to femoral loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that the patient was experiencing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Photographs of the explanted femoral component was provided and no notable damages were identified. Review of the device history records identified no related deviations or anomalies during manufacturing. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.